Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and an attempt was made to advance the suture mediated closure (smc) system over a proxy .038 inch guide wire and resistance was met 5.5cm from the distal end of the sheath not allowing advancement. The sheath was dissected to remove the seal valve. There was no damage noted to the seal. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide device could not be backloaded over the .014 guide wire and could not advance past the valve on the distal end of the sheath. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.